Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 11. Details of surgery: immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, increased sensitivity and inflammation. No further patient complications were reported.